Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue replaced the power management board and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) batteries would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The contact person's occupation is a biomedical engineer.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10 additional customer contact information-name: mike lalonde, email: (B)(6), occupation: (B)(6), phone: (B)(6)& (B)(6) fse replaced the power management board to resolve the charging issue. All tests passed to factory specifications. Returned to the customer and released for clinical use. The defective components were received for further investigation. The power management board part number was observed per the cardiosave service manual part number 0070-00-0639 revision n with visual damage. Q27 was observed to be shorted and ( burnt component) verified. Part was unable to be tested with the observance of a defective component (q27) . Power management board will be sent to the sustaining engineering department for failure analysis per procedure number (B)(6)revision ag. Cf-16-may-2023- the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number (B)(6)rev.al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.